Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved a tego connector, with a report that the product exhibited leaks during hemodialysis sessions and that the silicone membrane was observed to bulge outward. There was patient involvement; however, no harm occurred as a result of this event.